Event description:
A (B)(6) male underwent initial endovascular abdominal aortic repair on (B)(6) 2010. While prepping the main body, it was noted that the device leaked at the sideport when flushed (back out the captor). The complaint device was implanted; the physician noticed as she was holding onto the gray positioner, as she started to unsheathe the device she realized that it was leaking thru the captor valve (profusely). They put a bowl underneath. They started to unsheath the device in hopes of helping, and it seemed to make it worse. They also tried to close the captor valve to see if that helped, and it did nothing. The decision was made to remove the main body, and use another device that the rep had with him. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Valve leaks are not specifically addressed in the IFU. The device was received in a used condition. Check-flo discs critical dimensions are inspected during incoming quality control. An inspection of captor valve assembly performed 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber. The orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. A 16 french piece of tubing is placed through the iris valve to confirm that the valve opens and closes without issue. A leak test is performed on the captor valve assembly. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. The device leaked while prepping, but was still inserted into the pt. The device leaked during use and was eventually removed and replaced by another zenith device. The complaint device was tested using a 20cc syringe and water. There were two tears in the webbing of the check-flo discs with the positioner through the discs. The device leaked out the back of the valve with and without the positioner and the iris valve open and closed. The check-flo discs were examined. Each disc was torn. Damage to the check-flo discs likely resulted in leakage. We are aware of the potential for leakage through the captor valve and the risk associated with this failure mode. Engineering is currently evaluating areas for improvement regarding the captor valve. The risk of blood loss remains with the use of a device with a captor valve. However, action steps have been initiated in regard this failure mode. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assesment (qera) and based on risk eval, risk reduction is recommended.